Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire was used in the ureter during ureteroscopic lithotripsy procedure on (B)(6) 2020. According to the complainant, during preparation, when the physician unpacked the jagwire guidewire, the metal corewire was broken into two pieces. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event.